Event description:
It was reported that one day post implant, the algorithm gave wrong thresholds. The patient was noted to be in atrial fibrillation post cardiac surgery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.